Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump became inoperable due to a cracked screen, and the user was not using the hard case or clip; a replacement pump, hard case, and a one-time replacement infusion set were provided. Symptoms included no reported clinical effects. Outcomes included no impact on health or healthcare utilization. Investigation included customer interview, device use review, and coordination for device return using a provided shipping label, along with user education on protective accessories and data sync prior to shutdown. Investigation of this case revealed physical damage to the display hardware consistent with use without the protective case, aligning with a device damage problem affecting the pump housing/display component. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and external physical damage.